Event description:
It was reported that the user disconnected for a shower and subsequently experienced loss of blood glucose data on the ilet due to the dexcom g7 being out of range, after which the user reconnected and the agent guided a device restart that restored pairing and bg readings; the user attributed a higher bg value of 248 mg/dl to the temporary unpairing. Symptoms included hyperglycemia without reported adverse clinical effects, alerts, or alarms. Outcomes included transient interruption of cgm data to the ilet with recovery after troubleshooting and no medical intervention or hospitalization. Investigation included user interview and guided troubleshooting that focused on communication and pairing status between the cgm and ilet. Investigation of this case revealed a temporary communication loss between the cgm transmitter and the ilet, consistent with device use while physically separated, with successful reconnection after restart and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device separation leading to signal loss and subsequent transient hyperglycemia.